Event description:
The manufacturer received information alleging a trilogy ev300 ventilator had a ventilator inoperative error with alarms when powered on. No harm or injury was reported. The reported issue was addressed by philips remote service. The remote service technician advised the customer that the service software was needed in order to determine the cause of the ventilator inoperative condition. The ventilator inoperative alarm code has not been identified at this time. The remote service technician also provided the customer with service manual reference for gaining access to and downloading the service software. The customer requested on-site repair services for the issue. On-site service arrangements are pending at this time. If additional evaluation and repair information is received, a follow up report will be submitted.